Event description:
(B)(4). Same patient as 2134265-2009-06008. It was reported that post a stenting treatment procedure, the patient death occurred. (B)(6) 2008: a 3.5x12mm taxus express2 stent was used to treat a lesion in the proximal right coronary artery. (B)(6) 2010: the patient was diagnosed with interstitial pneumonia and was hospitalized due to respiratory discomfort. It was also reported that the patient had experienced liver cell (hepatocyte) cancer following the index procedure. 5 days following admission to the hospital, the patient had respiratory failure due to exacerbation of interstitial pneumonia and expired.

Manufacturer narrative:
Device is combination product. Age at time of event: (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).